Event description:
Report received from the USA stating that during an ent case, the device's "power was inconsistent and surging." There was a delay in surgery of approximately 40 minutes. There was not a spare device available but the case was completed successfully. The reported stated that no injuries or medical intervention occurred. The reporter stated that there was no adverse impact to the patient. All available patient information had been disclosed. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.